Event description:
Medtronic received a report that the patient was undergoing treatment for right middle cerebral artery ischemic stroke. The landing zone was 2.0 mm distally and 2.5 mm proximally. It was noted that the patient's vessel tortuosity was normal. The stroke onset to reperfusion time was 3 hours. IV tpa was not contraindicated, and the number of passes with the device was two. It was reported that during a recanalization procedure for right middle cerebral artery occlusion, the solitaire ab device was used to perform thrombectomy across the lesion. Residual stenosis was then observed at the lesion site, and detachment of the stent at that location was attempted in accordance with the instructions for use; however, the stent could not be detached. The procedure was subsequently completed using an intracranial stent from another manufacturer. The physician attempted to detach the stent two times, with each attempt lasting approximately two minutes. The detachment box and cable set will not be returned for evaluation because they are for hospital stock use. Both the detachment box and the detachment cable were reused, and no damage was noted to the detachment box. The distance of the catheter tip from the detachment zone during the attempt was asked but is unknown, and it is also unknown whether the detachment zone was up against the vessel wall. The needle size used for detachment was asked but is unknown; the needle was placed in the abdomen and positioned in muscle. A new battery was used during detachment. The detachment box displayed as indicated in the IFU. The black cable was connected to the needle, the red cable was connected to the pusher wire, and the pushwire was on a dry, clean surface. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Additional information received that there were no causes or contributing factors for the non-detachment identified. The physician f elt slight resistance while delivering the stent. The stent was deployed for 2 minutes prior to detachment. The cable polarity was set up as indicated in the IFU. The stent was in a bend. Additional information received. Re-sterilization was performed for the detachment cables (B)(6) 2026 e3 (rep, hcp, for): additional information was received. Resistance was reported at the time of detachment. The resistance was felt in the proximal section of the catheter during delivery. It was confirmed that the catheter flush was administered per IFU during the procedure. The catheter model used was 105-5081-153; however, the catheter had been discarded and the lot number is unavailable. No kink or damage was observed on the catheter. When asked whether any causes or contributing factors for the resistance were unknown. It was confirmed that the solitaire stent was used for thrombectomy. Additionally, the stenosis described in the event was not proximal to the aneurysm. Additional information was received. No causes or contributing factors for the resistance identified.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.